Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned accord dual ended hex driver confirmed the stated failure. The hex driving tip is rounded and deformed. A hex can strip if the torque applied to the driver exceeds the material strength or if the hex is not seated within the screw when torque is applied. This device exhibits signs of significant use and wear. This device was manufactured in 2018. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr procedure the accord dual ended hex driver got stripped. This happened during use outside the patient. No delay to procedure. The same device was used to complete the procedure. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.